Event description:
A false positive advia centaur cp thcg test result was obtained by the customer and reported to the physician. The customer suspected the patient was pregnant and initially ran the patient sample as a 1:100 dilution that resulted in an "overdilute" error message. The patient sample was retested as a 1:200 dilution that resulted in an "overdilute" error message. A manual (1:2) dilution of the patient sample was performed and the repeat thcg test result was positive. The pre-diluted (1:2) patient sample was further diluted (1:200), and the repeat thcg test result (1:400) was positive. The pt was admitted to the ER based upon the positive results. The physician questioned the result due to a lack of correlation with the patient's progesterone test result. The patient sample was tested neat (without dilution) and the result was thirteen. The patient sample was repeated neat and the result was thirteen. The high positive reported thcg result was corrected to thirteen. There was no report of adverse health consequences.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the instrument, instrument data and auto dilution indicates that the cause for the thcg false positive 1:2 and 1:400 sample dilution results are inconclusive. The instruction for use (IFU) procedural notes for dilution factors are: 5, 10, 100, and 200. The instrument is performing within specifications. No further evaluation of the device is required.